Event description:
It was reported that the patient¿s device was explanted today because ¿it had not worked since 2000¿ and the patient was getting relief from the medication vesicare. The reporter stated that the physician mentioned that it ¿looked like a few wires were cracked.¿ additional information received reported that the cause of the event was unknown. The system was explanted on (B)(6)-2014. There was on required hospitalization or patient injury.

Manufacturer narrative:
Analysis of the stimulator # (B)(4) found normal end of life and no significant anomaly. It was also noted that the telemetry and output was okay. It was reported that there was a breached depression on insulation on the stimulator and all filars were broken 11.2 centimeter from the proximal end. Analysis of the # (B)(4) extension found reliability non-conformance with extension body/conductor/broken/coiled wire in body. The extension body/out insulation had breached depression. It was reported that insulation was broken/torn on the extension medial segment from distal end and all filars were broken at the distal end of the medial segment.

Manufacturer narrative:
(B)(4).

Event description:
After additional review there was no required hospitalization or no patient injury.